Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c).

Event description:
It was reported that the pump was exposed to extreme temperatures and a temperature alarm occurred. Customer's continuous glucose monitor read "high"; however, a specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg level. Tandem technical support advised the pump is operating as intended and that it is recommended users avoid activities which could expose the pump to extreme temperatures.